Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The physician performed the transseptal crossing in the wall of the atrium. After this was performed it was noted that the patient had a small pericardial effusion. No intervention was needed for this effusion and it was monitored for the rest of the procedure. The procedure continued on and the closure device was successfully implanted in the laa of the patient with no other complications. After the was was removed from the patient it was noted what appeared to be threads at the distal portion of the sheath. The patient was fine following these events.